Manufacturer narrative:
The technician found no dc power on the power control module (pcm) and there were no service codes. He replaced the pcm to repair the bed.

Event description:
Info received indicates there is no power to the siderail or the air system.